Manufacturer narrative:
510 k # - k142688. Cancellation report being submitted as it has been determined that the kink in needle handle and proximal needle break are related to the stylet issues which will be captured in cirl ref # (B)(4). Therefore this file is no longer required.

Event description:
Cancellation report being submitted as it has been determined that the kink in needle handle and proximal needle break are related to the stylet issues which will be captured in cirl ref # (B)(4). Therefore this file is no longer required.

Manufacturer narrative:
510 k # - k142688. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle and sheath breakage observed during lab evaluation of pr (B)(4) carried out on the (B)(6) 2020.